Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 20 mg/dl while wearing the pod between 4 and 24 hours. The patient reported stuck keys on the personal diabetes manager (pdm) and the pdm delivered 4 boluses at 6 minute intervals over a time span of 40 minutes without patient action. The patient required the intervention of the emergency services (samu and fire brigade). The patient was hospitalized for 3 weeks due to hypoglycemia. While admitted to the hospital, the patient received multi injection of insulin as treatment.

Manufacturer narrative:
The device was received and evaluated. The device booted to a stuck key alarm. Removing both the soft key pad and contact domes did not resolve the stuck key alarm, which persisted throughout inspection. The stuck key alarm rendered the device inoperable, preventing further inspection and only allowing for the user log to be downloaded.